Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported to the implant patient registry (ipr), 2 years, 5 months, and 23 days post-implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the 26 mm sapien 3 ultra resilia valve was explanted and a surgical valve was implanted. The reason for explant is unknown.